Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, patient operated on (B)(6) 2012 by dr (B)(6) at the (B)(6). Surgery was planned on (B)(6) 2020 for change of the prosthesis because of dysfunction. During the change, I was noticed that the tubing connecting the reservoir to the pump was cut. When handling the prosthesis, an oily and thick liquid came out. A sample of this was taken and attached to the defective device for return.